Manufacturer narrative:
The reported lot number belongs to the item code 712250. Reached out to the customer for lot number clarification, and the customer do not have any further information. The device history record (DHR) was reviewed for the provided lot number indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. A picture of the catalog was provided for analysis. Based on the information available to us, we were unable to confirm the reported issue. The affected component is produced by an external supplier. A supplier corrective action request (scar) has been issued to the supplier for further investigation and to address the reported condition. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the shaft of the peg broken. There was no harm reported. Additional information was received from the customer and stated that the device was replaced because of the broken shaft. The customer further stated that the peg was broken at the proximal end under the skin level hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.